Manufacturer narrative:
Ez way representative was there on (B)(6) 2025 for an in-service and review on usage. Met with employee. Reviewed slings and harnesses. This facility is using emerald supply universal harnesses and slings for all units and lifting/transfers. Ez way representative let them know that our newest instructions leave the choice up to the facility, but we recommend not to mix vendor products especially on the sit to stand. Some other vendor's slings could be interchangeable, but ez way has not done testing to confirm this. They reviewed transfer with incident. Facility personnel wasn't sure if issue was with repositioning of handles or sizing of the chair. Did training with staff and reviewed all angles on how to approach chair. Reviewed positioning and technique. Staff said it has been a while since they have been using ez way accessories. The whole facility is using different slings harness that they say are universal. All their accessories are from emerald supply.

Event description:
One of the corners of the sling let loose and the resident fell on the floor.